Event description:
Customer had a fasting lab comparison performed. The lab result was 99mg/dl and the device reading was 137mg/dl. Level 1 control was in range. No treatment was received. A request was made for the return of the suspect device and replacements were sent.